Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, scissoring occurred at the 2nd firing when the device was used on the right gastroepiploic artery. Although the same device was used, slight scissoring occurred in some clips. The same device was used as is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.